Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the malfunction reappeared.